Event description:
It was reported during the trial implant, it is alleged that the pt began to leak csf fluid. Yet, the implant was successful. It was also reported that the pt was reprogrammed, in turn, the pt began experiencing headaches. The pt does have a history of migraines. Follow up revealed that the pt's trial leads were removed and the headaches resolved by itself.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.